Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2019-00187.

Event description:
This is 2 of 2 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp head holder slipped and had caused scalp laceration during a skull base and spine surgery. Additional information has been requested.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The device exceeds its expected life of 7 years. The complaint was unconfirmed. Failure analysis to identify root cause to the end user's experience could not be determined.